Event description:
Patient was having a procedure and swan catheter was being replaced. The team had two different swans in which the balloon did not inflate correctly. Pt code: 4582. Device code: 1310. Ref report: mw5179019.